Event description:
The stimulation was working, but not giving the patient adequate pain relief. The patient requested that the stimulation system be removed. The patient wanted a drug deliver system implanted instead. There was no patient injury. The patient recovered without sequela. The device was returned for disposal only and underwent routine analysis.

Manufacturer narrative:
(B) (4): final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies; the rechargeable ins was functionally ok, but battery had reduced capacity due to overdischarge. Final device analysis of the extensions revealed no significant anomalies for extension (B) (4); the extension was ok but cut thru (suspected explant damage). The #0 conductor was broken 3.4 cm from the proximal end of extension (B) (4).